Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 the patient underwent an unspecified fusion surgery using rhbmp-2/acs and mastergraft matrix. On (B)(6) 2009, the patient who approximately one year ago underwent lumbar laminectomy and fusion, l3 through sacrum, for lumbar spinal stenosis. Approximately 5 months ago, he began having recurrent back pain which progressed in spite of nonsurgical management. He has also developed some right leg pain. Flexion, extension x-rays showed disk degeneration l2-l3 and instability at the l2-l3 level. MRI scan showed foraminal stenosis l2-3, worse to the right side. The patient presented with the pre op diagnoses of junctional instability with disk degeneration, l2-l3. Status post lumbar laminectomy and fusion, l3 through sacrum. The patient underwent the following procedures: subtotal anterior lumbar diskectomy, l2-l3 via direct lateral retroperitoneal approach. Anterior lumbar interbody fusion, l2-l3 via direct lateral retroperitoneal approach using coroent (nuvasive) interbody implant, bone morphogenic protein, allograft. Segmental fixation l2-l3 with application of xlp lateral fixation plate, l2-l3. Per the op notes, at l2-3 level, coroent interbody implant packed with collagen soaked sponges soaked in bone morphogenic protein wrapped around formagraft (allograft) was implanted. X-rays showed all implants in good position. Somatosensory evoked potential signals as well as neuro vision monitoring stable were throughout the procedure. No patient complications were noted.